Manufacturer narrative:
Additional information received on 06apr2016 and includes: the hospital will not release pathogen results. Batch review performed on 14 april 2016. Lot 145379: (B)(4) items manufactured and released on 27 october 2014. Expiration date: 2019-09-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Mectacer biolox delta ceramic ball head 12/14 ø 36 size m 0, code 01.29.209, lot. 152616 (k112115). (B)(4) items manufactured and released on 13 october 2015. Expiration date: 2020-09-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in complaining of pain due to an infection. The surgeon swapped the poly and the head. The surgery was completed successfully. X-rays and explants are not available. Pathology report may be available.

Manufacturer narrative:
On 17 june 2016 it was prepared a final report with the information already submitted in the initial report. On 26 june 2016 the report was sent to the initial reporter and the case was closed.